Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the doctor was made aware of the charging difficulty. The patient had to charge every three days and feels this was too frequent. They were on high dose programming of 1000 hertz and 90 pw and it was explained to the patient that this was normal charging requirements based on their energy requirements. They were receiving excellent pain relief on their current settings and were able to charge the battery normally; when charging the last quarter it took a long time to get to the full status. The patient thinks that any longer than 2 hours to charge is unreasonable. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) reporting that the patient was having to charge too often. It was reported that the patient was charging every other day, but that they were on high density settings. The rep stated that they were able to use cycling to help increase the recharge interval. They also stated that reprogramming wasn¿t an option since the patient was getting good pain relief. The patient was also unhappy with the recharge time since it was taking them several hours to charge. It was reported that the patient was going from being charged halfway to a three-quarter charge in about 45 minutes, but then they stated that they would never get to a ¿full¿ battery. Technical services told the rep that once the patient is charging the last quarter for 30 to 60 minutes, then they can stop and confirm with their patient programmer a half an hour later to check the battery status. They stated that most likely it would show that the battery is full on the patient programmer then. Technical services told the rep that the recharge time appears to be normal, the patient just doesn¿t need to wait until charging is full to stop. It was stated that troubleshooting resolved the reported issue. There were no symptoms reported. The event occurred since implant in (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that "no matter what the patient does she never gets past halfway to 3/4" of the way full when recharging". Patient said she was recharging for an hour last night with all 8 boxes filled in but the battery level never advanced. Patient said she sometimes gets 4 or 6 boxes to fill in but last night she had all of them filled in because she was laying on it and it never increased in charge level. Patient said she usually had to charge 2.5-3.5 hours to charge. Patient said she charges every day and typically starts at a quarter charge. It was reviewed that we would estimate it to take between 3-5 hours to complete the charge session with all 8 boxes filled in starting from a quarter charge. Patient expression frustration with this. It was reviewed they can pull the recharging statistics to determine if her charging frequency is to be expected. Patient also reported that it is painful at the implant site when recharging and it is frustrating for her. Patient said she notified her manufacturing representative (rep) of these issues and will make an appointment to meet with her. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the patient called the rep late noon ((B)(6) 2017) with troubles charging. She was frustrated with the amount of time required to charge. The rep believes the difficulty impart was that she had some swelling that continues to resolve since she was only 2 weeks post operation. The patient was able to get 4-6 boxes while sitting and while talking to the rep the patient's battery charged from 25% to 50%. The battery charges, it just takes time especially if she has less black boxes. The patient's doctor is aware that the patient was having challenges charging. Hopefully it will get easier as swelling continues to go down. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp).it was reported that patient visited the hcp on (B)(6) 2017 she was there for follow up and stimulator adjustment with another company manufacturer rep. She was 17 days post implant. Lower back aching occurs on and off. There is radicular pain in the left leg. There are no neurological symptoms i.e numbness, paresthesia, weakness. No gross bladder dysfunction. No gross bowel dysfunction. There are no constitutional symptoms: unexplained weight loss, fever, chills or sweat. With the assistance of the stimulator representative, the patient stimulator was reprogrammed. Using various combinations of pulse width, amplitude and frequency as well as changing the contact point array, the patient was able to obtain better coverage for relief of pain. The programming took 60 minutes. No further patient symptoms or complications were reported in this event. Additional information was received from the health care professional (hcp). They confirmed that patient likely met with device manufacturer rep and that there was a typo in the previous document indicating it was another company manufacturer. Hcp stated the rep was made aware of the issue, and was to be present at the appointment on (B)(6). Although, the hcp was unable to clarify that which rep showed up to the appointment. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they had difficulty recharging the ins since implant. The patient stated that it was ¿a horror, sometimes it would and sometimes it wouldn¿t¿ and they finally found a position to where they could recharge it successfully, lying in bed. The patient stated they were having a shoulder/muscular thing that was bothering them from charging since about 2-3 weeks before the report. The patient noted that they wanted to go to physical therapy for it. The patient noted their implant worked well for them.